Event description:
Presented to emergency room for evaluation of a potential internal defibrillation problem. Pt's wife reported approx 10 defibrillations in the evening prior to arrival. Rhythm on arrival was short runs of v-tachy. Code blue initiated, rhythm deteriorated to v-fib. Pt was intubated at 0009 and bagged with a resuscitator. Color never improved; however, blood gases drawn late in the code blue showed adequate oxygenation. Later, in trying to problem-solve refractory v-fib, a similar resuscitation bag was tested and showed fio2 of .40 to .50 at 10-15 lpm flow, rate of 30. Other devices tested showed fio2 at just below astm standards. These findings are less than desirable, may have been similar in the actual code blue setting. No way to say whether the findings were linked to this pt's death. Pt had a one-month hospitalization in october 1994 for mi. A percutaneous cardiac defibrillator was implanted at that time.